Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2002 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter rupturing external lumen/cracking or upon flushing. The original hohn was placed (B)(6) 2019.